Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and device rupture.

Event description:
Healthcare professional reported "seroma and swelling". Rupture was diagnosed during surgery. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Clarification to a2- patient (year) of birth: 1969. "Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Healthcare professional reported "seroma and swelling". Rupture was diagnosed during surgery. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.